Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to an undersize tibial component. During the revision surgery it was discovered that the backside of the articular surface had signs of wear.